Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01.

Event description:
It was reported that the patient's inflatable penile prosthesis was malfunctioning. The patient was unable to inflate and deflate the device. The device was replaced.

Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on (B)(6) 2018 02:17 pm CT. The report number is being corrected from: 2183959-2018-61646 to: 2183959-2018-60994.

Event description:
It was reported that the patient's inflatable penile prosthesis was malfunctioning. The patient was unable to inflate and deflate the device. The device was replaced due to fluid loss.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. Review of manufacturing documentation was not performed as the device met specifications. A review of the ship history was not performed since the batch number was provided. There was no evidence the device was used contrary to product labeling. No risk review required per cis product investigation wi, 92186855. The returned device met specifications and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis was malfunctioning. The patient was unable to inflate and deflate the device. The device was replaced due to fluid loss.

Manufacturer narrative:
Reservoir device information: model number: 720185-01 serial number: (B)(4); catalog number: 720185-01.

Event description:
It was reported that the patient's inflatable penile prosthesis was malfunctioning. The patient was unable to inflate and deflate the device. The device was replaced.